Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. The customer reported a blood glucose level of 81 (mg/dl). Manual injections will be used for diabetes management.